Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The blood glucose at the time of the incident was 600 mg/dl. The customer states his settings were changed by doctor. The customer attempted to treat with a bolus for the high blood glucose. The customer did experiencing symptoms extreme thirst and feeling full. The customer did not contact their healthcare professional and does not have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. The customer found air bubbles in the tubing. There were no site or insulin issues. The device settings were correct. The customer could not complete the troubleshooting, because they did not have a tubing clamp. The customer changes the set and noted the previous set was bent. The device will not be returned for analysis.